Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level of 40 mg/dl. The customer declined to see if there was any other contributing factors to their low blood glucose. The customer treated the low blood glucose with a drink. The device will not return for analysis.